Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the preparation of the pulsed field ablation catheter for a cardiac ablation procedure, the slider tool was unable to be advanced all the way forward. The catheter was removed from the packaging, connected to the catheter interface cable cable, and flushed. A guide wire was advanced out of the tip of the catheter. Initially, the slider tool was pushed a third of the way forward, capturing three electrodes, and then another third, capturing three more electrodes. However, the slider tool stopped about one centimeter short when attempting to advance it fully. Despite efforts to push the slider tool harder, it would not advance completely. The scrub technician attempted to pull the rest of the array into the capture tool, resulting in the tip of the array kinking. By pushing three electrodes out of the tip of the capture tool and forcefully pulling the array back, the array was fully captured, and the slider tool was advanced all the way forward. Upon inspection, the array appeared folded, with electrodes one and nine touching. The catheter was replaced before being connected to the generator and placed into the body. The replacement catheter was prepped without issues.the case was completed with pulsed field ablation. No patient complications have been reported as a result of this event..

Manufacturer narrative:
Product event summary: the pscc100 loop catheter with lot number 0012522169 was returned and analyzed. Visual inspection shows the c atheter appears intact with no visible issues. The steering function is normal, with the distal catheter tip achieving approximately 170° rotation in both directions. The slide function performed as expected, and the shape of the capture device was unremarkable, showing no atypical features. However, a kink was observed on the spiral array pebax tube, and the spiral array appeared smaller and deformed upon receipt. The catheter connected to a test catheter interface cable (cic) without resistance, and the connection was secure, with both latches fully engaging into the catheter connector. Mechanical verification of the steering and slide mechanisms showed the slide control functioned as expected without issues. Upon full advancement of the slide control to extend the guidewire lumen, no kinks were observed along the extended portion, indicating proper functionality and alignment of the steering and slide mechanisms. The catheter was reprogrammed before being connected to the pulseselect generator via a test cic, and therapy deliveries were successfully performed. In conclusion, the reported inverted array was not confirmed through analysis. The loop catheter failed the returned product inspection due to the kinked pebax tube on the spiral array. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.